Manufacturer narrative:
D4: lot # customer provided a lot # 2025022890. However, this could not be populated in the baxter system. D4: unique identifier (UDI) #: the lot number (10) not included in the UDI # as the lot was not recognized in the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one-link standard bore catheter extension sets leaked at the j-loops. This occurred while injecting unspecified fluids and contrast dyes. The j-loops were replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: one (01) device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified should additional relevant information become available, a supplemental report will be submitted.